Manufacturer narrative:
A medtronic representative, following up with the site was able to calibrate the motion using the "m" button without issue. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the imaging system was requiring the user to calibrate motion by pressing "m" before taking an image. The surgeon opted to complete the procedure without the use of the imaging system and continued with a c-arm procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.